Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a set screw marks on each terminal and a cut noted in the insulation. The stylet was returned stuck in the lead lument due to blood and body fluid in the lumen. Visual inspcection noted tissue entwined in the helix, near the terminal ring and on the lead body. Further inspection found the lead's poly insulation slightly twisted in a few places. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Laboratory analysis confirmed that the lead poly insulation appeared twisted which is consistent with twiddlers syndrome.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient had dislodged the right atrial (ra) and right ventricular (rv) leads due to twiddler's syndrome. The leads were explanted and new leads were successfully implanted. The patient was noted to be in complete heart block. No additional adverse patient effects were reported.